Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. There was contrast in the lumen. There was damage to the tip of the device. Microscopic examination and tactile inspection revealed damage throughout the distal shaft. Microscopic examination presented no damage or irregularities in the collar of the device. Microscopic examination revealed the ptfe completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a detachment occurred during a percutaneous coronary intervention. The 90% stenosed target lesion is located in the mildly calcified and mildly tortuous right coronary artery (rca) artery. During removal of the guidezilla device from the unspecified guiding catheter, the device detached. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a detachment occurred during a percutaneous coronary intervention. The 90% stenosed target lesion is located in the mildly calcified and mildly tortuous right coronary artery (rca) artery. During removal of the guidezilla device from the unspecified guiding catheter, the device detached. There were no patient complications reported and the patient's status is good.